Event description:
It was reported that during an operative laparoscopy procedure, the hand activation buttons did not work. It is unknown if any error codes came up on the generator. After the device was removed and reattached, the doctor attempted to activate the device. When doing so, the blade fell off of the device outside the patient. This happened at the end of the case. Case was completed using hot scissors. No patient consequence.